Event description:
Patient reported needing a replacement pump; not further specified, unknown reason. Unknown if pt missed a dose; no adverse event reported. Unknown if device is available for return. Unknown serial number and maintenance date. Unknown if md aware. No further information provided. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.